Manufacturer narrative:
Analysis of the ins (nks723435h) found that the ins had a reduced capacity due to over discharge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the battery was in an over discharge. According to family this is his second over discharge. They state that his previous one was (B)(6) 2018. Patient is in a nursing home and cannot charge by himself. Nurses are also not helping him per family. They are requesting that he be replaced with non -chargeable battery. The replacement was planned but not scheduled. Hcp was aware. Patient states that he has not used his battery for 6 months. Physician recharge mode was done and power on reset (por) cleared. The issue was resolved. Hcp had no further information. Patient's weight was unknown. No further complications were reported/anticipated.